Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned plate was received with a transverse break through the fourth and fifth most distal locking holes. The plate shows significant scraping and dents to the distal locking holes and surface. The fracture surfaces show flattening which is likely from pressure against the two halves after the fracture in the plate occurred. The balance of the plate shows wear consistent with implant for approximately 8.8 to 9.8 years and explant. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. No issues were reported or identified with the returned screw as it relates to the broken plate. The break is consistent with the result of excessive shear forces and accumulated wear after the plate fractured. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patience compliance and activity level, comorbidities, and the surgical technique. The original implant date was reported to have been in 2006 and it is unknown when over the approximately 8.8 to 9.8 years before explant that the fracture occurred. Thus, since the specific conditions at the time of the break are unknown, the root cause cannot be definitively determined. A review of the current design drawing / manufactured revision for the plate and the current design was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Originally implanted sometime in 2006. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history records was conducted. The report indicates that the: device history record shows lot# 5463627 of 4.5 lcp condylar plate manufactured date of 3/27/07 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component level device history record for lot# 5400513 and raw material device history record for lot# 5046022 revealed that these lots met all specifications with no anomalies noted. Disposition: the complaint determined to be unconfirmed based on the DHR review only. No device was returned for dimensional inspection if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was originally plated in 2006 for a distal femur fracture. The plate a 4.5mm locking compression plate lcp condylar plate 8 holes 206 mm right broke. While the surgeon was using the conical extraction screw to get the unknown locking screw out, the tip of the conical extraction screw broke and was stuck into the plate. The plate was explanted along with an unknown locking screw that was cold-welded to the plate on (B)(6) 2015. It is unknown how or when the plate broke. There were no fragments left in the patient. The surgery was completed successfully with no surgical time delay. The surgery was completed successfully with no surgical time delay. The patient status outcome is unknown. This report is 1 of 2 for (B)(4).